Manufacturer narrative:
Since the original medwatch was filed, the investigation has concluded. The team in japan never did return any product, nor answer any of the followup clinical questions. As such, the root cause of the hematoma at the access site could not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant in (B)(6) has not yet answered clinical questions. The data logs have been returned for analysis, but the product was discarded. There will be a final report drafted upon completion of the investigation.

Event description:
A patient admitted in cardiogenic shock in (B)(6), had an impella placed for hemodynamic support during coronary revascularization. The pump was supporting the patient when there was an observation made of access site bleeding and hematoma development. The patient had 10 units of rbc and 10 units of ffp infused. The team explanted the pump and no further hemodynamic support was needed.